Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in the auxiliary drawer did not close because it was broken. A field service engineer assisted the customer with the removal of the cubie. The customer replaced the cubie to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary failed cubie was not staying shut. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.